Event description:
Information received indicates, the left siderail is not latching.

Manufacturer narrative:
The technician found the siderail end tube was broken. He replaced the end tube to repair the stretcher.